Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction happened again.